Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Scrape inside of lip [lip injury]. Scraped mouth [mouth injury]. Toothbrush head...bottom part (that looks like a u) came off - oral-b [device breakage] . Loose - oral-b [device connection issue]. Case narrative: a 64-year-old female consumer via phone stated that the bottom part that looked like a "u" came off of the oral-b toothbrush head while brushing. She scraped her mouth and the inside of her lip. She tried to connect it again, but it was loose. No serious injury was reported.